Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system locked up. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The vitrectomy valve cable assembly was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 18, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be attributed to the vitrectomy valve cable assembly non-conformity. However, how or when the valve became nonconforming cannot be determined conclusively. An internal investigation was opened to address this issue (B)(4).